Event description:
This lv lead was implanted on (B)(6) 2003 and was explanted on (B)(6) 2012 due to pocket erosion. The physician was (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).